Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on her back due to the lifevest exacerbating the patient's eczema. The area was described as itchy and sensitive but with no broken skin. The patient's doctor recommended a salve, (B)(6) cream, for the irritation. The outcome of the irritation is unknown.